Event description:
I have been suffering from breast implant illness, auto immune, mysterious illness since breast implants in 1990. I am unable to work, care for my family or even take care of myself anymore. I was told at first it was asthma and allergies and insomnia. That has progressed to years of not sleeping, chronic fatigue, so many issues with gut health, i.e., parasites, fungal and bacterial infections, hernias, systemic candida infections. Several miscarriages and problems during pregnancy and mastitis while breast feeding. So many sinus issues, migraines. I have painful irritated rashes that pop up all over face and body. I have issues with breathing, extreme breast and chest pain, breast burning and so sensitive. I have a lot of breathing problems, vertigo, horrible dental decline, brain fog, massive ringing in ears, hair color has changed, hair is different texture and falling out. I feel like my brain doesn't work anymore because of cognitive decline, memory loss both long and short term, loss of vision, inability to drive, travel or change altitude. I have major weight loss while experiencing so much inflammation. I live in excruciating pain, I cannot write, sew or even cook for myself. I can no longer regulate my body's temperature. I am always cold or always hot. At night time, I have major sweating. I am often wet with fevers. My anxiety is off the charts as my body fights to live. A lot of swelling and underarm pain. Internal organ pain. Inability to digest food, lots of diarrhea and throwing up. Allergic to many foods now and can't be around any animals. I am having seizures now, my muscles twitch and jerk. My lymph nodes are constantly swollen and sore. Underneath my eyes is puffy and purple, and my eyes have changed color and droop. My skin texture is always flaky and dry, parched. I smell so bad in the breast area and under arms. Like rotting flesh and copper pennies. I have tried to get the implants removed via en bloc method of extraction. I keep getting turned away by physicians and drs and insurance will not cover my care. I have missed so many life events because I am too ill to leave the bathroom or my bed. I am dying. I know I am dying and without care or concern even with insurance mandates by government for me to carry. This does not include everything I am suffering from for issues are getting worse and more are being added and all have been misdiagnosed or covered up or denied as true by health care practitioners as well as plastic surgeons, ER, scanning results, blood tests, etc. I feel invisible and ignored. Just filling in this form has taken days and I am not even (B)(6) yet. I see my daughters, whom I breast fed, followed by mastitis, suffering with health issues too and feel like I must have passed on something poisonous to them because they are suffering too. I want my life back. I want these implants removed en bloc. I want the truth to be told about the dangers of breast implants. (B)(4).